Event description:
Probe failed during a pretest. Probe was discarded off the field and not used for treatment.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.